Event description:
It was reported that the patient contacted the clinic due to a right ventricular (rv) lead alert. Interrogation indicated the rv pacing impedance trend was unstable and high for the last six days. The lead was reprogrammed to deactivate therapy and was capped and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.